Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A female underwent initial aaa repair in 2005. One main body and two iliac grafts were placed. Over time, a fracture of the bifurcation stent of a zenith graft at 3 years was noted. There are no clinical sequelae, and the aneurysm continues to shrink.